Manufacturer narrative:
Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle.   The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Per the authors, the physicians were uncertain about the proper sizing of the annulus and the balloon expandable valve, the aortic annulus was too large for the largest available prosthesis (26 mm) which led to the late migration. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) through the review of the medical article ¿combined off-pump transapical transcatheter aortic valve implantation and minimally invasive direct coronary artery bypass¿ the following event was identified as pertaining to edwards devices: a case of an (B)(6) male patient with severe symptomatic aortic stenosis who underwent a combined off-pump CABG and transapical avi with a 26mm sapien valve. Four months after the procedure, the patient re-presented with nyha class IV heart failure due to migration of the sapien valve further into the lv outflow tract, rendering partial obstruction and malfunction of the sapien valve leaflets. This resulted in severe aortic regurgitation and the patient underwent surgical aortic valve replacement (avr). Unfortunately, the patient died six days post-surgery. Per the authors, the physicians were uncertain about the proper sizing of the annulus and the balloon expandable valve, the aortic annulus was certainly too large for the largest available prosthesis (26 mm) that led to the late migration.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.